Event description:
During a bi-lateral mandible fracture case, screws heads snapped off while implanting into the patient's bone. The shaft of the screws remain in the patient's mandible and will not require a secondary surgery for removal.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there was no indications of material or manufacturing defects discovered. The results of the investigation conclude that the root cause for breakage was due to mechanical overload of the device. If further information can be gathered that might add value to this report, an additional follow-up report will be submitted.